Event description:
This patient was admitted for coronary stenting of a 75%, de novo, 18mm, stenosis in the distal lad. The vessel was described as non-tortuous with calcification in the proximal segment, but no calcification at the target site in the distal lad. The target lesion was in an actively moving segment of the vessel (dynamic). A 2.5 x 18mm cypher stent was positioned within the lesion and was deployed to 12 atms with good results. The stent was not post dilated. Ivus was not conducted. Approximately 10 months later, the patient underwent repeat angiogram, which revealed a fracture of the previously implanted cypher stent in the distal lad. The distal section was separated distally from the rest of the stent, resulting in a gap. Restenosis was also noted within the stented segment. The area was predilated with a 2.0 x 15mm firestar balloon. A 2.25 x 8mm was deployed to cover the fractured area. The stent was post dilated with a 2.25 x 15mm durastar balloon. The patient was released in stable condition.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.